Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and oversensing. No pacing inhibition was reported. It was noted the noise was reproduced with isometrics, but no oversensing of the muscle noise was observed. The root cause for the noise was not determined. As a result, this rv lead and associated implantable cardioverter defibrillator (ICD) were explanted and replaced. No additional adverse patient effects were reported.